Event description:
The customer stated that the unit will not turn on. No patient involvement.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The investigation confirmed the complaint. The device would not complete initialization. The investigation revealed that the device's software became corrupted, which will not allow completion of initialization. Visual inspection identified excessive damage to the device chassis. The device malfunction was due to excessive force applied to the device causing the software to become corrupted. Reloading of the software resolved the failure. The device was repaired and returned to the customer.